Event description:
The device was attached to a person diagnosed in cardiac arrest. The device allegedly displayed a "connect electrodes" warning message on multiple occasions. The electrodes were checked and reported to have good contact with the pt. The pt's skin was described as dry and without excessive hair. The pt's outcome was not reported.